Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to report any recurring issues.